Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator port was loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi received the e110- generator involved with this complaint and completed the device evaluation. The unit was return for failure analysis, but the reported failure of a loose port could not be replicated or confirmed. Visual inspection was performed and the unit appeared to be in good condition. This unit was installed into the test system and it worked normally with a synchro seal instrument installed. A saline dipped gauze was placed in the jaws and the yellow pedal was pressed to sync activations cut/seal about 100 times. The e-100 worked without any issue. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the electrosurgical generator unit (esu) was in an unacceptable state after the start of the procedure and required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.